Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 350 mg/dl and an insulin injection was administered to address the bg level. The customer was to use insulin injections to manage diabetes.